Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with missing display window cover, cracked keypad overlay, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the battery on the pump easily gets depleted. No harm requiring medical intervention was reported. The device will be returned for analysis.